Event description:
A device report from synthes (B)(4) indicated a surgeon in australia reported: patient was implanted with tomofix tib-head-plate and screws on an unknown date. The tomofix medial proximal tibial plate broke along the 4th most proximal hole 20 weeks post high tibial opening wedge osteotomy. Surgeon reported that the patient was compliant being non weight bearing for 6 weeks post surgery using crutches. Reportedly there was no incident that would have precipitated the breakage of the plate. Patient was scheduled for removal of the broken plate and a re-implantation of a replacement tomofix plate on an unknown date. Patient was reportedly in good condition. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.